Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the device slowed down, the blade was not rotating completely, and device worked intermittently. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03591. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.